Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raised and bumpy with some oozing under the te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a steroid cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.